Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. Unit passed error test. No alarm noted. Unit also received with cracked case on display window corners, minor scratched lcd window, cracked lcd window, broken reservoir tube lip, broken belt clip slot, cracked battery tube threads, and loose/protruded drive support disk. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.